Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked at the drain fitting. This was causing a leak. Both covers were cracked and marked. The line cord was worn. The customer reported product problem (halted pump/overheating) was not reproduced during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned damaged/worn components were replaced. The device passed all the functional tests following preventative maintenance.

Event description:
It was reported the device stopped warming and overheated. No adverse effects reported.